Manufacturer narrative:
(B)(4).

Event description:
The patient had intermittent increased spasticity and drowsiness; the patient experienced a "rash" with increased spasticity followed by decreased spasticity and drowsiness. Multiple dose adjustments were done with no improvement. The cause of the event was unknown. The pump was replaced. The patient recovered without sequela.

Event description:
The pt experienced a return of symptoms and somnolence. The event was attributed to the pump. A pump replacement had or would occur. The device system was used to deliver lioresal 1000 mcg/ml at 1000 mcg/day. The pt outcome was reported as "no injury". Additional information has been requested, a f/u report will be sent if additional information becomes available.